Event description:
It was reported that the c-arm on the 9800 system would not hold. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The bearings and brakes were replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.